Event description:
It was reported that the patient had difficulty using an implantable penile prosthesis (ipp) due to the malposition of the pump. The patient underwent a revision, in which the pump and cylinders were replaced. The original reservoir was salvaged and reconnected to the new components. No patient complications reported.